Event description:
On (B)(6) 2012, pt reported the screen on the infusion device is distorted. Pt stated that half of the numbers are missing and he is not able to see how to bolus, or what his basal rate is. Pt reported the top button of the up/down buttons has damage to it. Pt stated the button is starting to wear a little. Pt reported the battery in the infusion device is a new battery that he put in a couple of days ago. Pt stated he is not able to see the screen; only half of the screen came up after reinserting the battery. Pt reported he does not have a backup infusion device, but does have a method of taking his insulin. On f/u call, pt reported the up/down button on the device were working correctly. Pt stated he noticed that the display was not there today. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery and battery cover for eval.